Manufacturer narrative:
Based on the results of the investigation no evidence of device malfucntion or manufacturing defect was found or reported. The root cause for the removal is due to surgeon caution after patient complaint of leg pain. Device not returned to manufacturer.

Event description:
1 of 2 varilift-l implants in a bilaeral configuration was removed due to patient complaint of leg pain. The device was removed in one piece and in good shape. The remaining cage was left in place as the surgeon felt in was sufficient for providing the stabilty needed. No supplemental fixation was added. Patient is reported to be doing well post-op.